Event description:
It was reported on (B)(6), 2014, the sensor tip broke off and the insulin pump was alarming sensor error. Customer's spouse also stated there were four sensors that did not have glue. Customer's spouse stated the first sensor he attempted to insert the needle stem broke off. Customer's blood glucose was 146 mg/dl. Customer's father also stated the sensor was crimped or bent in a 45 degree angle. Troubleshooting for alarm was done. No further information reported.

Manufacturer narrative:
Reliability analysis inspected two opened or used enlite sensors and performed bicarbonate buffer test. One of two sensors failed for low readings. Two remaining sensors passed per specifications with accurate readings. Also found both sensors cannulas were bent. Unable to confirm customers received sensors in said condition due to customer returned opened and used. Inspected one insertion needle for burrs and hooks and dull needles tip defects and none were found. Introducer needle passed per specification. Unable to confirm customer's complaint due to customer partial sensor that was missing one needle. No sensor break detected.